Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed on (B)(4) 2014. The device was produced and distributed on mar 2003. The device shows wear and tear allover on the surface. Three pins are missing at the aiming arm cap. The three pin holes are worn out. The pins are not available for investigation. The engage mechanism and the thumb screw work as intended. A manufacturing review shows one mrr 40774 for: item 1 - nicks and scratches on 4 parts; item 2 - 3 parts with sub component e1062 minor diameter oversize (m5x0.8); item 3 - no certs to relate with material and hardness for 6 certs. Item 3 - corrected certs were received and passed. Item 1 and 2 - these parts were returned to supplier for rework. All parts were re-inspected and 3 passed, 2 were scrapped. Also 2 parts with item 1 were conforming to justification that nicks are extremely minor and the parts are cosmetically acceptable. There were no anomalies which could have caused or contributed to this complaint. The thread minor diameter nonconformance is not related to the breakage as it occurred on a different area of the part. All records indicate the product shipped was manufactured to specifications. The relevant dimensions were checked and find out of specifications because of the condition of the holes. We are not able to determine the exactly root cause, because the device was not produced by synthes (B)(4). Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records. A review of the DHR indicates there were was one mrr 40774 for : item 1 - nicks and scratches on 4 parts; item 2 - 3 parts with sub component e1062 minor diameter oversize (m5x0.8); item 3 - no certs to relate with material and hardness for 6 certs. Item 3 - corrected certs were received and passed. Item 1 and 2 - these parts were returned to supplier for rework. All parts were re-inspected and 3 passed, 2 were scrapped. Also 2 parts with item 1 were conforming with justification that nicks are extremely minor and the parts are cosmetically acceptable. There were no anomalies which could have caused or contributed to this complaint. The thread minor diameter nonconformance is not related to the breakage as it occurred on a different area of the part. All records indicate the product shipped was manufactured to specifications. Placeholder.

Event description:
Sales consultant reported during a long trochanteric fixation nail case, one of the metal posts broke off near the golden collar of the 130 degree aiming arm that attaches to the helical blade. Another set was used to successfully complete the procedure. The event occurred outside the patients and all broken parts were recovered. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. (B)(4).

Manufacturer narrative:
One 130 degree aiming arm was received component of the ti trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The aiming arm is primarily for alignment. The returned 130 degree aiming arm was manufactured march, 2003 according to specifications. The material has since been changed and implemented in (B)(4) 2005 and was implemented to improve the holding strength of the pins. The improved pin design was carried over into the most current drawing and this current design was found to be adequate for its intended use. However, the returned device was produced before this change was implemented.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2014.